Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a revision scheduled. The procedure was previously cancelled due to a urethral injury. At a later date the previous aus was removed. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a revision scheduled. The procedure was previously cancelled due to a urethral injury. At a later date the previous aus was removed. There were no additional patient complications.